Event description:
On (B)(6) 2025 the user reported that during a supply change, a possible insulin leak was noted. The user elected to wait and monitor rather than replace supplies. Blood glucose levels remained unaffected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.